Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons was not responsive and hit them multiple times. The customer's blood glucose value was unknown. Customer states insulin pump screen appeared foggy and strong smell of insulin. Customer states cracked , battery cap stripped out, switching the reservoirs smelling the insulin and when switching batteries. Customer also reports grinding noise on rewinding. The insulin pump will be returned for analysis.